Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 9:00 pm, the patient experienced extreme sweating. At that time, the cgm displayed a value of 100 mg/dl, while a fingerstick blood glucose (fsbg) measurement showed 75 mg/dl. The patient called emergency medical services (ems), and upon arrival, ems obtained a fsbg reading of 54 mg/dl. The patient could not recall the cgm value at that time. Ems administered an oral tube of glucose gel and provided additional glucose gel and glucose tablets for home use. Ems transported the patient to the hospital, where he was evaluated by a physician. The patient remained in the hospital for several hours for observation and was discharged at approximately 11:00 pm. No additional medications or treatments were provided during the hospital stay. The patient reported improvement following the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.